Event description:
Allergan rep reported a pt died eight days after having a lap-band system implanted. F/u attempts with the surgeon's office have not product any new info at this time. F/u will be continued. The reported event is associated with a device manufactured by allergan and the event is being reported to the FDA because allergan's approach to reporting adverse events is to remove all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precaution: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."